Event description:
It was reported to boston scientific corporation, that a ureteral catheter was used during an unknown procedure. According to the complainant, "the patient is fine and has been discharged from hospital, it appears that she may have had some form of reaction to the material in the product, they do not appear to have any concerns about how the product performed but feel it was a one off situation." Despite multiple attempts for follow-up, the actual event is unknown; however, the patient is fine.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.